Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did not alarm button error. However, intermittent button response due to moisture damage on the keypad trace noted. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube and lip, and missing end cap sticker.

Event description:
Customer reported a button error alarm. The customer's blood glucose was 140 mg/dl. The customer stated she may have pushed the button for three minutes prior to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.